Manufacturer narrative:
Physio-control further evaluated the removed keypad assembly and observed the left side of the on button to be worn. This worn condition caused intermittent recognition of the button.

Event description:
It was reported that the customer's device was intermittently not turning on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.